Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that there was poor communication on the patient¿s programmer. The patient was not recently implanted or had revision surgery. The patient attempted to sync with and without the antenna and was unable to. It was noted the patient¿s programmer went as high as it could and it stopped; they tried to raise the number and realized they could not raise it anymore. The patient was having trouble with the loss of being able to control their urination. It was noted a manufacturer representative thought the issue was with the implant. The patient met with their healthcare provider (hcp) on (B)(6) 2017 and they had a special thing (clinician programmer) to check the battery. It was unclear what the results of the battery check were. Additional information was received. The patient received a replacement programmer and it would not turn on. The patient checked the battery compartment and found there were not batteries in there. The patient put batteries in the programmer and confirmed it powered on. It was reviewed for the patient to follow up with their hcp if the replacement patient programmer did not resolve their issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.